Event description:
It was reported the patient hadn¿t had any luck with longevity because in a few years the devices had to be replaced. Reference reg report #3004209178-2013-23382

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4)implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: implantable neuro stimulator. Product ID: 3037, serial# (B)(4) implanted: (B)(6) 2009, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type; lead. Product ID: 3037, serial# (B)(4) implanted: (B)(6) 2009, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. (B)(4).